Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to myopia. Additional information was requested.

Manufacturer narrative:
Per the questionnaire, reporter states that the outcome was related to the lens power calculation and the fact that the patient is post-lasik. This is no longer considered a complaint against the reported lens. (B)(4).